Manufacturer narrative:
Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damage, deformation of the housing, deposits or other abnormalities. The following observations were made during the visual inspection: bloody deposits externally. Bloody deposits in ventricular catheter holes. Outlet catheter ligated. Permeability test: the permeability test was performed at a hydrostatic pressure difference of the pressure setting of the sprung reservoir upon receipt plus 30 cmh2o in the horizontal direction of flow. The test showed that the sprung reservoir and the ventricular catheters are permeable. Results: based on our examination results, we cannot detect any slowed outflow on the sprung reservoir with peritoneal catheter. We could detect bloody deposits on the srung resrvoir as well as on the holes of the catheter. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions: from our point of view, no further regulatory actions are required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant, prior to use, a leak on the reservoir side of the progav 2.0 shuntsystem (part # fx426t) was observed. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported. Age: unknown. Weight: 172 kilograms (kg). Height: 80 centimeters (cm). Gender: male.